Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Imaging studies were received for further evaluation by the clinical specialist. A follow-up report will be submitted upon completion of clinical analysis.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a vela suprarenal to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2019. Approximately seven (7) years post initial procedure, during a routine follow up, and a type 3b endoleak or type 2 (non-device) related endoleak were suspected. The patient was asymptomatic and the decision was made to perform an angiogram. On (B)(6) 2026 the patient was brought back for evaluation and the endoleak appeared to be a type 3b endoleak. The physician elected to reline the original implanted devices with another afx2 bifurcated stent graft and an afx suprarenal to resolve this event. The patient was reported as doing fine after this secondary procedure.